Manufacturer narrative:
Additional information: additional information was received on 2017-06-28 indicating the repair information. If information is provided in the future, a supplemental report will be issued.

Event description:
The field service engineer (fse) verified the reported issue and replaced the breath delivery unit (bdu) printed circuit board (pcb) and the exhalation flow sensor (evq). The ventilator has passed pvt, est, and sst and is ready for use. The ventilator has been returned to the customer. The breath delivery unit (bdu) printed circuit board (pcb) and exhalation valve flow sensor (evq) were returned to medtronic¿s failure analysis laboratory. A visual inspection of the bdu pcb was performed and no anomalies were observed. An investigation was performed and the reported issue was not duplicated. No fault was found with the returned bdu pcb. A visual inspection of the evq was performed and no anomalies were observed. An investigation was performed and the reported issue was not duplicated. No fault was found with the returned evq.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when a 980 ventilator was powered on, it failed the power on self-test (post) and generated an inoperable and loss of communication error message. The ventilator was not in use on a patient at the time of the reported event.